Manufacturer narrative:
(B)(4). The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) evaluated the ventilator and verified the reported issue. The se cleaned the o2 flow sensor and ventilation passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator upon power up the device had an alert message; breath delivery (bd) power on self-test (post) failure.